Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was delivered to address bg level. Reportedly, the occlusion was found to be within the cartridge and the customer changed supplies as necessary and resumed insulin therapy.